Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave nav catheter was used, with 68 applications delivered during the pulmonary vein isolation (pvi) combined with posterior wall isolation (pwi) procedure. The patient developed acute kidney injury, with a creatinine level of 5. Brown urine was observed. Following the procedure, the patient was unable to urinate spontaneously and was managed with hydration. Spontaneous urination resumed the next day, kidney function showed signs of recovery, and the patient was discharged on (B)(6) 2025. The device is not expected to be return due to disposal.

Event description:
It was reported that a farawave nav catheter was used, with 68 applications delivered during the pulmonary vein isolation (pvi) combined with posterior wall isolation (pwi) procedure. The patient developed acute kidney injury, with a creatinine level of 5. Brown urine was observed. Following the procedure, the patient was unable to urinate spontaneously and was managed with hydration. Spontaneous urination resumed the next day, kidney function showed signs of recovery, and the patient was discharged on (B)(6) 2025. The device is not expected to be return due to disposal. Additional information revealed that the patient was admitted to the hospital from (B)(6). During this period, their creatinine level rose from 0.74 before admission to a peak of 5.52 following surgery. The prolonged hospitalization was attributed to the extended time required for the creatinine level to decline.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation, however, based on the available information the event of acute kidney is a known inherent risk with use of this product. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.

Event description:
It was reported that a farawave nav catheter was used, with 68 applications delivered during the pulmonary vein isolation (pvi) combined with posterior wall isolation (pwi) procedure. The patient developed acute kidney injury, with a creatinine level of 5. Brown urine was observed. Following the procedure, the patient was unable to urinate spontaneously and was managed with hydration. Spontaneous urination resumed the next day, kidney function showed signs of recovery, and the patient was discharged on (B)(6) 2025. The device is not expected to be return due to disposal. Additional information revealed that the patient was admitted to the hospital from (B)(6) 2025. During this period, their creatinine level rose from 0.74 before admission to a peak of 5.52 following surgery. The prolonged hospitalization was attributed to the extended time required for the creatinine level to decline.

Manufacturer narrative:
Correction: patient code e1311: unspecified kidney or urinary problem updated to e130501: renal failure. It was indicated that the device will not be returned for evaluation, however, based on the available information the event of acute kidney is a known inherent risk with use of this product. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.